Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock. This device was checked in clinic and provocative maneuvers were performed with noise unable to be reproduced. Device data was sent to rhythmcare for review. Data review determined the shock was inappropriate. X-rays were completed to further evaluate system placement. Rhythmcare then provided further troubleshooting and programming options. Additional information was received that this s-ICD delivered an additional inappropriate shock resulting in hospitalization. X-rays were completed and further testing was performed. Rhythmcare then recommended system replacement. Therapy was the programmed off in this system until further intervention can be determined. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 describe event or problem field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock. This device was checked in clinic and provocative maneuvers were performed with noise unable to be reproduced. Device data was sent to rhythmcare for review. Data review determined the shock was inappropriate. X-rays were completed to further evaluate system placement. Rhythmcare then provided further troubleshooting and programming options. Additional information was received that this s-ICD delivered an additional inappropriate shock resulting in hospitalization. X-rays were completed and further testing was performed. Rhythmcare then recommended system replacement. Therapy was the programmed off in this system. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 describe event or problem field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock. This device was checked in clinic and provocative maneuvers were performed with noise unable to be reproduced. Device data was sent to rhythmcare for review. Data review determined the shock was inappropriate. X-rays were completed to further evaluate system placement. Rhythmcare then provided further troubleshooting and programming options. Additional information was received that this s-ICD delivered an additional inappropriate shock resulting in hospitalization. X-rays were completed and further testing was performed. Rhythmcare then recommended system replacement. Therapy was the programmed off in this system. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock. This device was checked in clinic and provocative maneuvers were performed with noise unable to be reproduced. Device data was sent to rhythmcare for review. Data review determined the shock was inappropriate. X-rays were completed to further evaluate system placement. Rhythmcare then provided further troubleshooting and programming options. Additional information was received that this s-ICD delivered an additional inappropriate shock resulting in hospitalization. Therapy was the programmed off in this system until further intervention can be determined. No additional adverse patient effects were reported.